Event description:
A customer in france notified biomerieux of a misidentification associated with vitek 2 gn test kit involving patient samples, one urinary and one from an abscessed foot. The customer indicated the vitek 2 gn test kit identified the organism as raoultella planticola for both samples; however, the result per api 20e was klebsiella pneumoniae. In addition, a third sample (urethral) was also identified as raoultella planticola by the vitek 2 gn test kit; however, api 20e testing indicated it was klebsiella oxytoca. The customer indicated the misidentifications did not affect the patient results, the incorrect results were not communicated to the physician and the patient was not harmed or treated incorrectly; however, there was a 24 hour delay in reporting results. An internal investigation will be initiated.